Manufacturer narrative:
A specific cause for the reported driveline infections and a correlation to the evaluation of the device cannot be conclusively determined. The pump was returned with the driveline cut approximately 2 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's pump was exchanged on (B)(6) 2018.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has undergone 3 driveline debridements for an ongoing non-healing driveline site. The patient received a pump exchange due to concern that the infection would spread. Pump pocket was negative for cultures in the operating room. No additional information was provided.